Event description:
A consumer reported experiencing halos at night following intraocular lens (iol) implant surgery. The consumer reported that his pupils dilate to seven millimeters at night which he thinks is the reason he sees halos. He feels that he has adjusted to the halos. The patient stated he is not happy and feels that he sees great during the day. At the request of the consumer, the surgeon was not contacted.

Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause: not enough information was provided from the account to properly complete an investigation. The root cause could not be identified by the investigation. Action taken: investigation has been completed based on current information. No further action is warranted at this time. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings the residual risk remains unchanged and at an acceptable level. At the request of the consumer, the surgeon was not contacted. (B)(4).